Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient was admitted to the hospital and it was difficult to interrogate the pulse generator. Interrogation was successfull after using another merlin programmer.